Event description:
It was reported that post op to the sleeve gastrectomy procedure, there was a post op stapler line bleed. The doctor had to put in a repair stitch. Buttress was used. The patient is currently doing well.

Manufacturer narrative:
(B)(4). Only event year known: 2023. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? Repair stitch (next day-24 hr post op- brought back to or). How much blood was lost (ml)? Unknown. Did the patient require a transfusion? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? Reoperation. Patient is home and doing well. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 04/11/2023. Additional information was requested, and the following was received: how was the post-op bleeding identified? Drop in hg and CT scan how many days postoperative was the bleeding identified? 1 day what was the total estimated blood loss (ml)? @1000cc was a transfusion required? No how was the bleeding addressed? Surgery-repair stitch in or what was the pre and postoperative anti-coagulant and pain management protocol? Lovenox and lap tap block; oral dilaudid was the bleeding intraluminal or extraluminal? Extraluminal.